Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium large clip applier instrument was analyzed and could not be replicated nor confirmed. An internal and external inspection was conducted, revealing no issues. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Additionally, the instrument successfully applied three consecutive clips with an in-house clips on an in-house system. The instrument was fully functional. No product issue was identified. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. The complaint was confirmed by failure analysis. The probable root cause cannot be determined. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hospital was not able to provide the answers.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium-large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the customer reported that the medium-large clip applier instrument would not close and did not permit the clip application. The procedure was completed with no reported injury.